Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized; a blood glucose level was not provided. The customer alleged that the pump "malfunction[ed]"; however, the customer declined troubleshooting with tandem technical support and declined to provide further information, and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy.